Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on 13aug2021 the level module was reporting both alert and alarm probe status changes. The status was changing between coupled, uncoupled, and sometimes disconnected. This will cause an alert to occur, both 'level not attached' and 'level disconnected', when level detection is turned on. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not replicate the issue. The module light remained green and showed no issues. The fsr replaced the level module and successfully did verification/release testing. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the level module to pass verification/ release testing and to operate for over two hours without any observation of the level sensors continuously alarming.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensors were continuously alarming. As a mitigation, the level sensors were replaced and the issue remained. The level module was changed out and the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.